Event description:
The customer reported the probe leaked fluid onto the top of the tube and tube holder involving coulter act 5diff autoloader (al). The customer stated the fluid leak was contained within the analyzer. The customer had on personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) replaced the probe, needle, and associated o-rings. The fse verified probe alignment and performed samples with no further fluid leaks. The unit conformed to the manufacturer's published performance specifications and was returned to normal operation. The customer has an exposure control/risk management plan at the facility. (B)(4).